Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted because it was out of position. A new 65ml reservoir was implanted. It was further reported that prior to migration the reservoir was located in the abdominal retropubic space. Following migration the reservoir was found below where it was initially placed. Two weeks prior to surgery the bottom of the patient's abdomen was protruding due to the reservoir's new position. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted because it was out of position. A new 65ml reservoir was implanted. It was further reported that prior to migration the reservoir was located in the abdominal retropubic space. Following migration the reservoir was found below where it was initially placed. Two weeks prior to surgery the bottom of the patient's abdomen was protruding due to the reservoir's new position. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of migration was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.